Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. The event was procedural. The most probable root cause is likely surgical technique or the patient's condition.

Event description:
The surgeon performed an si joint arthrodesis in (B)(6) 2017. The surgeon noticed excessive bleeding during the broaching procedure for the first implant. The surgeon controlled the bleeding within 30 minutes. The surgeon decided to abort the procedure after placing the first implant but plans to add additional implants at a later date. There was no serious or permanent injury to the patient.